Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. Sometime post-op, it was noted that two rods were broken. A revision was done to remove the broken rods. It was noted during the revision that there was no bone formation after 3 years. No additional information is known at this time.

Manufacturer narrative:
Analysis of the returned device shows that both rods are broken in two at the junction between the ø3.2 and ø3.6 portions. On the ø3.2 portion of the rods, the fracture appearance is typical of fatigue damaging of the material. The fracture appearance presents worn surface at the periphery of the section due to repetitive contacts between the two broken sections of the rod. On the ø3.6 portion of the rods, the broken surface is fully worn due to repetitive contacts between the two broken sections of the rod. Both ends of the rods have been cut with a rod cutter. No pre-existing defects have been identified on the implants that could be responsible of the event. The rods broke due to overload applied on the spinal construct which is consistent with the lack of fusion 3 years after surgery reported in the event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.